Event description:
It was reported that during a procedure to post-dilate a non-abbott stent with a 3.5x15mm nc trek balloon dilatation catheter (bdc) in the proximal left anterior descending artery with mild tortuosity and mild calcification, the balloon ruptured on the first inflation of 18 atmospheres for 20 seconds. No resistance was met on advancement or removal of the device from the anatomy. The stent was further dilated with a non-abbott bdc to complete the procedure. The balloon dilatation catheter was reportedly not soaked with saline before use and air was pulled inside the anatomy. There were no adverse patient effects or clinically significant delay in the procedure. No additional information as provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported that the balloon was not soaked prior to use. It should be noted that the japan nc trek coronary dilatation catheter instructions for use (IFU) states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. If the surface of this device becomes dry, wetting with heparinized normal saline will reactivate the coating. If any resistance is felt during preparation, discontinue the use of the balloon and replace it with another balloon. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: sion blue,stent: promus element.(B)(4) - incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.